Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by dr. (B)(6), surgeon of the hospital, that he was performing a laparoscopic intervention by using a stryker tower. After 2 hours surgery time he stored the connected 1488 camera head with a 5mm probe (foreign probe emos) and connected stryker light cable with a switched on stryker led light source for 5-10 minutes onto the upper abdomen of the patient. The light source was up to 80%. After removal of the blanket a small oval erythema (burn) on the left upper abdomen of the patient was observed. The reason for this was the heated metal at the adapter between scope and light cable. The patient was treated with salve and bandage. The procedure was completed successfully.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: safelight design; boot material; light source ((B)(4) white light output); use error. ¿the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.¿¿

Event description:
It was reported by dr. (B)(6), surgeon of the hospital, that he was performing a laparoscopic intervention by using a stryker tower. After 2 hours surgery time he stored the connected 1488 camera head with a 5mm probe (foreign probe emos) and connected stryker light cable with a switched on stryker led light source for 5-10 minutes onto the upper abdomen of the patient. The light source was up to 80 %. After removal of the blanket a small oval erythema (burn) on the left upper abdomen of the patient was observed. The reason for this was the heated metal at the adapter between scope and light cable. The patient was treated with salve and bandage. The procedure was completed successfuly.